Event description:
Pt received severe brain damage as a result of the application of a "mityvac" obstetrical vacuum device. The pt was delivered with apgars of 0 & 2 and suffered life-threatening hemorrhages. The delivery and birth of pt resulted in epidural, sub galeal, intracranial and intraventricular hemorrhages following failed vacuum extraction attempts times three (3) by the delivering obstetrician. The pt was markedly depressed at birth, with apgars of 0 & 2. As a result of the hemorrhages, the pt developed obstructive hydrocephalus and had a vp shunt placed during admission to another hosp. Now pt is profoundly disabled, has been assessed as spastic diplegia, loss of vision, higher cognitive functioning, fine and gross motor coordination. The pt was apparently attempted to be delivered with vacuum extraction times two, and finally emergency cesarean section was performed with intubation for the low apgar scores. The pt was in respiratory distress, and significant subgaleal collections consistent with hematomas were found after birth. The pt required multiple transfusions of blood as well as platelets and fresh frozen plasma for coagulopathy secondary to blood loss in this region. The pt remained in the ICU intubated at an outside hosp until today when CT scan of the brain was obtained and demonstrated multiple intracranial bleeds. The pt was transferred to another hosp and had stable vital signs throughout transfer and on arrival. The pt remained intubated with spontaneous respirations and was receiving further packed red blood cells for hemoglobin of 7. Blood work, including cbc, type and cross matching, pt and ptt are still pending at time of this dictation. On examination the pt was intubated with significant subgaleal fluid collections causing distension of the head with head circumference of 37 cm. The fontanel was palpable although there was significant soft tissue swelling around this region that appears to be nonelevated. The pt has bilaterally reactive pupils from 3.5 to 2 mm and from 4 to 2.5 mm bilaterally. There is no anisocoria and there is no evidence of lateralizing symptoms in the motor examination. The pt will flex both lower extremities and both upper extremities to central pain and has upgoing toes on both feet. There is spontaneous movement as well to suctioning and other noxious stimuli which demonstrates no evidence of lateralizing signs. The head CT scan demonstrates a 3 cm, right, frontoparietotemporal epidural hematoma with a moderate amount of mass effect and 1 cm midline shift. This is of mixed density blood with some being hyperdense and some being hypotense on CT scan. The left occipital region also has a 1.5 cm epidural hematoma, much smaller in size that the one on the left and a very small, 1.5 cm left high vertex epidural hematoma. The right epidural is clearly the most significant in terms of size. The basal cisterns are quite crowded, and the ventricles are of normal size. There is loss of the gray-white junction, and the brain overall is quite dark and hypodense. Assessment and plan: this case has been discussed extensively with the attending physician.